Manufacturer narrative:
Concomitant products: product ID 355531, lot # n307086, implanted: (B)(6) 2012, product type screening device; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that there was high impedance on electrode 9. It was noted that electrode 9 was not being used. It was noted that the patient was alive with no injury and there were no patient symptoms associated with the event.